Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found. (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient went developed ventricular fibrillation while in the hospital being treated for deep vein thrombosis and other complicated health issues. The internal cardiac defibrillator (ICD) sensed the arrhythmia appropriately and charged appropriately. The lead failure predictor for low impedance was triggered on the right ventricular lead. The ICD was unable to delivered a full charge 2 times but further full charge therapies were not able to be delivered because of the lead failure. The patient did not convert after the two fully charged shocks were delivered and further ventricular fibrillation was sensed but not treated. The patient expired in the hospital after staff attempted external defibrillation and were also unsuccessful.